Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that immediately following the deployment of this transcatheter bioprosthetic valve, the patient developed severe hypotension and the left ventricle collapsed. A transesophageal echocardiogram (tee) revealed a blood clot in the left atrium. Atrial fibrillation (afib) and ventricular tachycardia were reported. Cardiopulmonary resuscitation (CPR) was initiated. The patient's hemodynamics did not improve and the patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.